Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels declined to 1.2 mmol/l (21.6 mg/dl) while wearing the pod between 49 and 71 hours. Symptoms reported include hypoglycemia, seizure, and vomiting. The patient also had high blood pressure of around 160/120 mmhg or 180/120 mmhg. The patient was taken to the (B)(6) within 10 minutes and was treated in the pediatric unit ((B)(6)). The patient was discharged after 6.5 hours. The pod was removed prior to hospitalization and has since been discarded.